Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned low profile primary guide (rbl2320, batch# 538352) was examined visually under magnification. The curved sliders of the guides had been sheared off, leaving a flat surface with some discoloration/oxidation. This fracture pattern is a brittle fracture, indicating a single over-loading event. The guides are opened and placed over the corresponding holes of a u-clip. The technique warns that over-compressing the u-clip may damage the primary guide. However, based on the information received and due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, two 50mm rib plates were implanted without incident. As a 10mm screw was being placed in the last 50mm plate, a popping sound was heard. The screw was still able to be placed properly. Upon removing the primary guide, it was noticed that the piece that engage the back of the plate had sheered off the primary guide. The screw was able to be placed, and the broken piece of the guide was retrieved from the patient. The procedure was able to be completed. There were no adverse consequences to the patient. This report is related to report numbers 3025141-2023-00048 and 3025141-2023-00049 for the other devices involved in this event.